Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the working element of the giraffe 90 degree horizontal forceps (3711062) broke off in the patient's nasal cavity during sinus surgery and could not be retrieved. It is unknown if a surgical delay occurred. Additional information has been requested.

Manufacturer narrative:
The giraffe forceps (3711062) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. A definitive root cause could not be determined. The issue of breaking may be the result of wear, rough handling or environmental damage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.